Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp that an injection gold probe device was used during a gastroscopy procedure performed in 2009. According to the complainant, during the gastroscopy procedure, a duodenal ulcer was found in the duodenal cap. An injection gold probe (igp) was prepped, including flushing the port and priming the needle. The igp was then advanced through the scope. When the igp exited the scope, it was noted that the needle had advanced 1-2mm and would not retract. The port was flushed and the scope was straightened; however, the needle would still not retract. The scope and the device were removed in tandem. The pt was re-scoped and the procedure was successfully completed with another injection gold probe device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be stable.